Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of yeast peritonitis in a patient coincident with unknown pd (peritoneal dialysis) therapy. It was not reported if the patient was hospitalized. Action taken with unknown therapy was not reported. Treatment was not reported. The outcome of this peritonitis event was not reported.